Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up two months post implant, the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements of 5 volts and caused diaphragmatic stimulation to the patient. Additionally, the left ventricular (lv) lead exhibited loss of capture (loc) in all programmed vectors. Sensing and impedance measurements were noted to be appropriate for both leads and the patient was not pacemaker dependent. The root cause has not yet been determined. A lead revision was planned, however, was postponed and has not yet been rescheduled. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.